Event description:
The pt's husband contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The complainant reported that his wife was using the ez breathe atomizer with asthmanefrin inhalation solution. While inhaling from the device, a small metal ring fell off in her mouth. She retrieved the device from hip lips. No medical interventions were required.